Manufacturer narrative:
Updated .

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum" alarm/malfunction. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified the reported error message in the diagnostic fault logs, but was unable to duplicate the issue when pneumatic and vacuum performances tests were performed. Unrelated to the complaint event, the fse replaced the safety disk expired due to expiration of hours. The iabp passed all calibration, functional and safety test and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a "low vacuum" alarm/malfunction. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.